Event description:
During surgery, the distance between the screw and the hook was too far to grab by the rod compressor, thus the surgeon used the rod rotation forceps, however, the handle of the rod rotation forceps slipped out from the stopper (saw-tooth part of the forceps) thus it was almost harm the patient. The surgery was completed without the adverse outcome to the patient.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.